Event description:
While changing the hme the flow to pt stopped delivering. Pt was able to generate 12 cm h2o of negative pressure without initiating a breath from the machine. No injury to pt, vent swapped out.